Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) checked out the pyxis and unable to reset the storage recovery and roll boards were greyed out. The fse replaced the retractor bands to restore proper drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.